Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for low blood glucose levels. The customer's blood glucose level was 42mg/dl. The customer states their levels had been as high as 477mg/dl. The customer had treated with the pump. The customer was treated for the lows at the hospital. The incident was documented and no further assistance was required.